Event description:
A customer contacted beckman coulter inc. (Bec) reporting a light red fluid leak coming from the needle cartridge of the coulter lh 780 hematology analyzer. The leak was contained inside the instrument. There was no affect to patient or user.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and discovered that the needle bellows was leaking and replaced the check valve for the needle drain, which had a clot in it. This resolved the issue. As part of this investigation two (2) earlier event leaks were identified. These incidents are documented in mdrs 1061932-2012-00935 and 1061932-2012-00936. Per labeling, lh780 instructions for use (IFU) pn 773022: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).